Manufacturer narrative:
The 510 (k) is k082590.

Event description:
The patient reported blood glucose results of "192 mg/dl" with a lifescan meter and an unspecified result on a laboratory device, performed at an unspecified time of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.